Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that distal stent struts were lifted and pulled in a proximal direction. Some stent struts were slightly stretched and distorted. The stent struts at the proximal part of the stent did not appear damaged, the od (outer diameter) measured using snap gauge which is within the maximum crimped stent profile specification. This type of damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. After a guidezilla guide extension catheter was placed, a 3.50 x 16 synergy¿ drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. The device was removed and the tip of the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. After a guidezilla guide extension catheter was placed, a 3.50 x 16 synergy drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. The device was removed and the tip of the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.